Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot or batch or serial number cannot be performed as the lot or batch or serial number is unknown. The lot or batch or serial is unknown; therefore, a service history review cannot be performed. The customer reported that the system did not complete second arcuate. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system displayed an unspecified error during refractive surgery. Only one laser arcuate incision was completed, and the second arcuate incision was not performed during the initial treatment, resulting in an incomplete arcuate in the left eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).